Manufacturer narrative:
(B)(4). The steerable guiding catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second steerable guide catheter (50522u208) referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed for the leak noted during preparation of the first steerable guiding catheter (sgc 50506u215). Although there was no patient involvement, if leak were to occur in the anatomy, there's potential of air embolism. It was reported that during preparation of the steerable guiding catheter (sgc 50506u215), the device was prepared per the instructions for use (IFU); however, after the dilator was inserted, bubbles were seen. The dilatator was advanced a little more, and the fluid column was lost. The preparation of the device was repeated, but the fluid column was lost again; therefore, the device was replaced. The device was not used and there was no patient involvement. A new sgc (50522u208) was used with the previous dilator, and after preparation, the column lost fluid when the dilator was inserted. At this point, it was decided to replace the dilator. A new dilator was used with the same sgc, and the preparation was performed successfully. The mitraclip procedure was performed without issue. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI) number: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint-handling database was performed for the reported lot and identified no other incidents reported from this lot. The returned device analysis indicated that the steerable guiding catheter (sgc) passed leak testing during the first two times in the water bath; however, a leak was observed on the third water bath test. A tear was noted at the edge of the sgc silicone valve. The reported leak was confirmed during dilator insertion, and appears to be due to an observed tear in the silicone valve. Potential causes for sgc leaks were considered, including manufacturing and user technique/procedural conditions. Leaks can be influenced by manufacturing anomalies, such as tears in the valve or missing silicone fluid within the valve chamber. Factors related to user technique which can influence leaks include, but are not limited to, the steps utilized to de-air the device during guide preparation, loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or not following the procedural steps outlined in the instructions for use (IFU). The reported leak appears to be related to an observed tear in the silicone valve. It is possible that the user technique used to insert the dilator during preparation contributed to the silicone valve tear, which resulted in the observed leak; however, the cause of the tear cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.